Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0302852, medical device expiration date: 2025-10-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0302886, medical device expiration date: 2025-10-31, device manufacture date: (B)(6) 2020. Investigation summary: it was reported the line markings are missing from the syringes. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows two syringes packed in their packaging blisters and have the scale marking missing. The other photo shows a case box label. This defect can occur if the printing pad lost pressure inducing the symptom reported by the customer. A device history record review was completed for provided material number 302830, lot number 0302886. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The equipment was verified, including settings, and everything was correct. Associates were made aware of the issues and asked to pay special attention to this process to mitigate escapes. A device history record review was completed for provided material number 302830, lot number 0302852. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The equipment was verified, including settings, and everything was correct. Associates were made aware of the issues and asked to pay special attention to this process to mitigate escapes. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd syringes with luer-lok¿ tip from lot 0302852, and 1 syringe from lot 0302886 had no lined scale markings on them. The following information was provided by the initial reporter: "you can see that the 20ml syringes do not have any line markings on them, making it very difficult and a safety hazard for the nurses to use. If has affected at least 2 known lot numbers from what I'm being told."